Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 407 mg/dl and 400 mg/dl. At the time of the incident. Current blood glucose was over 500 mg/dl the customer was assisted with troubleshooting and declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections. Customer will not be returned device for analysis.